Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge and received a minimum fill notification while the cartridge was filled with 140 units of insulin. The customer added insulin to the cartridge and reloaded it to resolve the issue. Customer¿s blood glucose level was 103mg/dl.